Manufacturer narrative:
The insulin pump had intermittent up and down arrow button response due to flattened dome switches. No display anomaly was noted. No anomaly was noted to the keypad connector. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot, missing end cap sticker and a loose and protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; pressing the down arrow caused the menu to scroll down on its own. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.